Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about a year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, liquid marks were found adhered to the inside of the output connector receiver. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the picture defect occurred temporarily due to some factor, such as the output connector was not sufficiently dry, and the communication failure with the scope was presumably caused by foreign matter that adhered to the electric contact. The event can be prevented by following the instructions for use which state: "the scope connector shall be connected to the product in a sufficiently dry condition, including electrical contacts. Also, confirm that there is no foreign matter (chemical residue, water smudge, sebum, dust, gauze bud, etc.) At the electrical contact point and connect it. Using the product with wet electrical contacts or with foreign matter attached may cause the product to malfunction or malfunction." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the octagonal screen did not appear when the video system center was turned on. The issue occurred during a preparation for use of an unspecified procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.